Event description:
Reportedly, post-op CT shows 5 electrodes migrated out after the user had a fall and hit the head. The user reports that on (B)(6) 2025, she was at the playground with her friend, and she fell and hit her head on the implant side on a park bench. She was in severe pain. She then reported she didn't fall on the bench, her friend hit her on the implant side of her head, near the internal device. The user_s mother reported it was red and she was in pain for a few days. The user_s mother reports that the user can still hear but not as well as prior to the accident. It is planned to proceed with reinsertion surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, post-op CT from (B)(6) 2025 shows 5 electrodes migrated out after the user had a trauma to the head on (B)(6) 2025. The user's mother reported the side of the implant was red and the user was in pain for a few days. User could still hear but not as good as before. A reposition surgery has been performed on (B)(6) 2025. There was additionally a migration of the stimulator, so stimulator was repositioned, and non-absorbable sutures were used to secure the device. After that, the electrode was fully reinserted into the cochlea and packed with fascia.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea after a trauma to the head, which also led to an implant housing migration and pain at the implant site. A revision surgery to reposition the implant housing as well as to re-insert the electrode was performed successfully. The device remains implanted and in use. This is a final report.